Event description:
A customer in (B)(6) reported a misidentification of a candida norvegensis quality control sample (eeq biology prospective), as candida krusei in association with the vitek® 2 yst test kit (lot 2430385203). The media used was chromid® candida. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) reported a misidentification of a candida norvegensis quality control sample (eeq biology prospective), as candida krusei in association with the vitek® 2 yst test kit (lot 2430385203). An internal biomérieux investigation was performed. The intended identification to c.norvegensis was confirmed on vitek® ms v3 (knowledge base v3.0). On vitek 2 (v7.01) yst cards, one (1) card of the customer lot (cl : 2430385203) and one (1) card of a random lot (rl : 2430420103) were tested. The results revealed an excellent identification to the species c. Norvegensis on both lots tested and both media. The customer misidentification to candida krusei was not reproduced in-house. A comparison of biochemical profiles between the customer result and the biomérieux testing was performed. Three (3) tests were different: amya, dcela, and esc (esc test is the discriminant test between the two species). In- house, vitek 2 yst test kit performed as intended and no further action is required.